Event description:
Litigation papers allege the patient suffered pain, disability, and exposure to chromium and cobalt. The patient had several additional surgical procedures to her right hip following the asr explantation due to infection related to the asr hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. There is no new information that would change the outcome of the investigation.